Manufacturer narrative:
No complaint was received with return of the device. Failure event observed during analysis. Final analysis found a complete lead was returned in one piece. An external abrasion breaching the outer insulation exposing the outer coil due to friction to another device or features of the heart was noted at 50.4cm to 50.6cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.